Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface failed to seat properly on the tibial tray during surgery. Another device was used to complete the surgery.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the returned device shows the dovetail feature flared out; indicative of the articular the surface being removed from the tibial tray. Device history records were reviewed for deviations and anomalies, with no deviations or anomalies noted. Dimensional analysis of the returned device showed recorded dimensions to be within print specification. The device was functionally tested with mating components and found to function properly and the reported issue could not be reproduced. This device is used for treatment. A product history search was conducted with no additional complaints for this part/lot combination returned. A definitive root cause cannot be determined with the information provided.